Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level , bg value was not provided; and cause was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.